Event description:
The customer states that a pt expired while being monitored on the bedside vital sign monitor (bsm-6500) and that the system was tested and performed as expected and that there is no evidence that the monitor malfunctioned. The customer would like us to review the event logs to see if the alarms were silenced. MFR ref# 8030229-2015-00023.